Event description:
Rn needed help setting up the ocean drain. She is not familiar with it and the md has ordered -40cmh20 suction. She has already placed nonporous tape over the gray vent plug on top of the drain. Advised her of the off label use, and continued to assist in the setup. Directed her to place the wall suction at -30mmhg for the need suction at the drain.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review. During activities being performed for CAPA 682612 (associated with express mini 500 continued use and use of devices outside of the healthcare setting), atrium medical corp. Became aware of calls received by the getinge emergency support program (esp) team that were not logged as complaints. A retrospective review of the calls logs has resulted in the identification of this complaint/MDR. Upon completion of the investigation into this event a follow up report will be submitted.

Manufacturer narrative:
Additional information: investigation summary: this complaint originated from a customer service call on (B)(6) 2022 during which a user asked for assistance in setting up an ocean drain. The primary concern seemed to be how to set up the wall suction, which the getinge rep was able to explain. The user was satisfied with the assistance and ended the call. No pictures, part number, or lot number were provided. No device was returned for evaluation. No companion or contemporaneous evaluation is required as there was no deficiency with the drain noted per the call information. A DHR review could not be completed because no lot number was provided. A recurring lot number report could not be completed because no lot number was provided. The IFU provides adequate instructions for the setup and use of the device. If the IFU instructions were followed by the user they should have been able to set up the drain without issue. A complaint history review was completed which found 3 similar complaints in which users called asking for advice on setting up drains. A review of crs/capas found none related to this complaint. The complaint is confirmed, however a device nonconformance is not confirmed. The root-cause of this complaint is user error due to the user's lack of knowledge on how to set up the drain.